Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Technical support guided the customer through a series of inspections and confirmed there were no issues with the infusion set, needle, cannula, or tubing. The customer was advised to consult with their healthcare provider to discuss factors affecting their blood glucose levels and to replace supplies as necessary to continue insulin therapy.